Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that one conductor wire was broken at the yaw pulley exit. The wire was detached from its connection at the grip. The instrument failed electrical continuity testing. An additional observation not reported by site was that the instrument's bipolar yaw pulley exhibited thermal damage. There was char marks on the side with the broken conductor wire. The yaw pulley exhibited signs of arcing. An additional observation not reported by site was that the instrument's bipolar yaw pulley was broken. The yaw pulley was missing a .078 x .046 piece opposite the conductor break, allowing the grip to move within the pulley and had a larger range of motion in yaw. Evidence not conclusive, but broken damage may be due to likely mishandling/misuse. No other damage was found.

Event description:
It was reported that after a da vinci myomectomy procedure, the customer noted that the fenestrated bipolar forceps instrument wire was broken at the tip of the instrument. There was no report of fragments falling into a patient. No patient harm, adverse outcome or injury was reported.